Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "blood backup into the pump" is confirmed. The iab central lumen was found broken which was the cause of how the blood entered the pump. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required. For related complaint see MDR #1219856-2017-00256 and (B)(4).

Event description:
It was reported by the rn that blood was found within the helium tubing. Upon disconnecting the old helium tubing from the pump, there was blood noted in the pump helium port. The hospital biomed was notified and the pump was removed from service to the hospital. There was no patient injury or consequences. Medical intervention was not required.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00256 and (B)(4).

Event description:
It was reported by the rn that blood was found within the helium tubing. Upon disconnecting the old helium tubing from the pump, there was blood noted in the pump helium port. The hospital biomed was notified and the pump was removed from service to the hospital. There was no patient injury or consequences. Medical intervention was not required.